Event description:
It was reported immediately following the implant that the patient's right atrial (ra) lead dislodged. The physician repositioned the ra lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).